Manufacturer narrative:
Product ID: th90g02, serial# (B)(4), product type: mobile platform; product ID: 3889-28, lot# 0218058601, implanted: (B)(6) 2019, product type: lead. Analysis of the ins (s/n: (B)(4)) found the no anomalies. Fdc pertains to the ins (s/n: (B)(4)). Fdm and fdr pertain to the ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: th90g02, serial# (B)(4), product type: mobile platform; product ID: 3889-28, lot# 0218058601, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID th90g02 serial# (B)(4). Product type mobile platform product ID 3889-28 lot# 0218058601, implanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no symptoms related to the impedance issue. The smart programmer produces results of impedances below 50 ohm when performing an impedance check at low voltages. Those results disappear when the voltage goes up. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID th90g02, serial# (B)(4). Product type mobile platform, product ID 3889-28, lot# 0218058601, implanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: th90g02, serial/lot #: (B)(4), ubd: 02-feb-2020, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer representative (rep) reported that there was a smart programmer impedance issue. The programmer showed, with both electrodes, several impedance measurements below 50 ohms. They replaced one of the device with another stimulator because it was assumed to be the root of the problem. After exchange of both the electrode and the stimulator, the impedances below 50 ohm still showed up. The problem did not occur always with the same circuits but changed from measurement to measurement in frequency and place. In the end, they raised the amplitude of the impedance from 1.0 to 2.0 volt and everything was perfect. The issue was resolved.